Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with vertebral osteomyelitis had a vena cava filter successfully deployed prior to surgery. Approximately eight years two months post filter deployment, CT of abdomen and pelvis demonstrated the filter in the usual position. An abdominal aorta ultrasound demonstrated a patent inferior vena cava. The filter was noted. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilt, perforation, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone® removal system to remove the g2 filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted prior to orthopedic surgery. Approximately eight years post filter implant, the filter allegedly perforated, tilted and embedded and was unable to be retrieved. The filter has not been retrieved and it is unknown if a retrieval attempt was performed. Reportedly, a physician indicated that retrieving the filter was unlikely and risky and recommended monitoring of the filter. There was no reported patient injury.

Event description:
It was reported through the litigation process that a vena cava filter was implanted prior to orthopedic surgery. Approximately eight years post filter implant, the filter allegedly perforated, tilted and embedded and was unable to be retrieved. The filter has not been retrieved and it is unknown if a retrieval attempt was performed. Reportedly, a physician indicated that retrieving the filter was unlikely and risky and recommended monitoring of the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and two months post filter deployment, computed tomography (CT) revealed that there was an inferior vena cava filter in the usual position. Unknown computed tomography stated that there was no significant tilt. All six primary struts perforated the inferior vena cava wall with posterior and medial struts impinging on the adjacent portion of the aortic wall and the underlying vertebral body. Subsequently an abdominal aorta ultrasound revealed a patent inferior vena cava. The filter was noted. Eventually two years and eight months later, computed tomography (CT) compared with previous taken computed tomography (CT). An inferior vena cava filter was in place, stable in position with the superior tip below the level of the renal veins. The lower legs extended through the inferior vena cava wall. Therefore, the investigation is confirmed for perforation of the inferior van cava (ivc). However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4(expiry date: 09/2010). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.